Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. The reason for discomfort, disfigurement, pain, malposition of device was determined to be due to a malposition error during the original implantation procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with a tactra penile prosthesis is experiencing pain and discomfort in the glans area, attributed to malpositioning of the distal tip of the device. This has led to penile size reduction, glans drooping, and loss of organ functionality. An ultrasound was performed, and surgical intervention has been scheduled to reconstruct the corpora cavernosa and replace the penile prosthesis. No additional information has been reported at this time.

Event description:
It was reported that the patient with a tactra penile prosthesis is experiencing pain and discomfort in the glans area, attributed to malpositioning of the distal tip of the device. This has led to penile size reduction, glans drooping, and loss of organ functionality. An ultrasound was performed, and surgical intervention has been scheduled to reconstruct the corpora cavernosa and replace the penile prosthesis. No additional information has been reported at this time.